Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose over 900mg/dl. Troubleshooting was performed. Reviewed the bolus history and appears having enough bolus to determine that the insulin pump is registering correctly. The customer stated that she has not worn the insulin pump since the event. The customer does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.